Event description:
It was reported that the customer experienced an issue with their t:slim x2 pump as the battery would not charge, and the pump screen remained dark. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Technical support attempted several troubleshooting steps without success, including instructing the customer to use a known working wall adapter and cable, but the pump still did not charge. Customer reverted to an alternate method of insulin delivery.